Manufacturer narrative:
Philips remote service engineer (rse) confirmed with the biomed that the surveillance sound stopped working. A system reboot was attempted remotely which resulted in the surveillance not booting up the ix application. The biomed then perform a hard reboot of the surveillance pc, which solved the issue. The rse reviewed the system logs indicating a whea-logger events which caused the hardware issues. The rse provided the customer a replacement pc. Reporting institution phone # (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating the system stopped producing sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.